Event description:
It was reported the rigid video laparoscope had an image problem. It is unknown when this occurred or if it involved a procedure. A request for addtional information is in progress. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Addition, reportable malfunctions were identified during the device evaluation that included the fiber bonding in the outer tube area (distal end) is damaged was found. A definitive root cause could not be identified. Based on the investigation results, it was determined the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low and the fiber bonding in the outer tube area (distal end) is damaged was due to a component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid video laparoscope had an image problem. It is unknown when this occurred or if it involved a procedure. A request for addtional information is in progress. There was no report of patient harm.